Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A pt was implanted with tfn in (B)(6) 2011. Reportedly the helical blade medialized and cut through the femoral head, left. The pt was returned to the operating room for removal of all hardware and revision to a total hip arthroplasty. This report is #1 of 3 for the same event.